Manufacturer narrative:
(B)(4).

Event description:
Patient was experiencing abdominal pain and was scheduled for a diagnostic/revision procedure under general anesthesia on (B)(6) 2018. Left balloon was observed via cystoscopy and fluoroscopy to be in patient's bladder. Device was deflated and removed via small incision in the "perenium". Incision was closed and a catheter was placed.